Event description:
The pt reportedly hit her head in 2005. After that incident, the pt reported hearing static and experiencing pain in the ear with cochlear implant use. There was reportedly no evidence of infection or swelling. Diagnostic testing was consistent with normal device function. A period of non-use of the device was recommended. Reportedly, this did not resolve the problem. The pt's device was explanted and the pt was reimplanted with a new device in 2005.